Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error ad packaging problem.

Event description:
Healthcare professional reported "packaging of [the left implant]...was defective"; "upon opening, the outer and inner bowls were firmly adherence, so we had to reach in and try to get the implants out alone. Risky for sterility and we had no sterile bowls for them. Both were equally bad ..... Firmly adherent." Record is for the left side. Device remains implanted.